Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: a single-frame fluoroscopic image was provided and was reviewed. The image is a venacavagram demonstrating the deployed device. The device is tilted leftward. One arm (or leg) is dramatically out of position compared to the others. Much of the device ¿appears¿ to be outside the vena cava. This may represent portions of the filter embedded in laminar clot within the vena cava that, therefore, does not fill with contrast. Further down-cava there is a large filling defect the narrows the vena cava lumen this also represents likely luminal clot. Therefore, the investigation is inconclusive for the reported migration as no objective evidence was provided. However, the investigation identified and confirmed for the malposition as the device is tilted leftward, for the material deformation as one arm (or leg) is dramatically out of position compared to the others, and for the perforation as the device appears to be outside the vena cava. A definitive root cause for the reported migration and identified malposition of device, perforation and material deformation could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter to treat lower extremity venous thrombosis. It was reported that the post procedure, the filter was allegedly seen to have shifted from the imaging images. It was further reported that the patient developed a pulmonary embolism. The procedure was completed using another device. The patient is doing well.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter to treat lower extremity venous thrombosis. Post to the procedure, the filter was allegedly seen to have shifted from the imaging images. It was further reported that the patient developed a pulmonary embolism. The procedure was completed using another device. The patient is doing well.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.